Event description:
Hcp reported the intrathecal catheter volume had been previously programmed incorrectly- volume too large. It is unclear when, or why this occurred. This issue was identified when confirming bridge bolus calculation and programming changes with manufacturers technical services during a pump refill where the baclofen concentration was changed from 500mcg/ml to 1000mcg/ml. Programming the bridge bolus utilizing the incorrect catheter volume could potentially deliver double the intended dose to the pt, for an unk duration. Corrections were made to the previously programmed catheter volume, during the same programming session as the baclofen concentration change, and bridge bolus. Therefore, the pt was not affected by the changes made to the drug concentration and rate of delivery.